Event description:
Patient scheduled for pubovaginal sling and cysto. While doing the pubovaginal sling, the surgeon was using a boston scientific precision speedtac transvaginal anchor system and one of the two prongs that holds the tacker, its tip broke off in the symphysis pubis. The surgeon was unable to fixate this tacker; the tip was left in the symphysis pubis but the remaining part of this tacker was removed. Another speedtac was opened and worked without incident. Manufacturer response for transvaginal anchor system, precision speedtac (per site reporter): unknown by this reporter. This is the 10th report by this facility.